Manufacturer narrative:
Customer reported that a new calibrator and controls were used, which resolved the issue. Therefore, a service request was not generated. Customer confirmed proper instrument function, and has not called back to report any further issues relating to this event. (B)(4).

Event description:
Customer called to report that the unicel dxc 800 synchron system generated falsely low sodium, chloride and carbon dioxide results for approximately 10 patient samples. The results were not reported out of the laboratory. When the issue was noticed, the samples were repeated on another instrument, and those results were reported. Patient treatment was not affected.